Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/04/2018 with the following findings: review of the black box data revealed one unexplained power on reset event. The battery compartment was confirmed to be cracked. Moisture corrosion was confirmed in the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The test cap was able to secure properly to the pump. The pump powered on with functioning audio tone and vibration; however, the display screen remained blank. There was internal moisture damage to the printed circuit board and display connection inside the pump. Investigation did not duplicate the power complaint; however, the moisture and damage were confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. It was noted that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.